Event description:
On (B)(6) 2022 a patient underwent a extreme lateral interbody fusion procedure from l4-l6. During the procedure the spacer fractured while inserting between l5/6. The fractured piece was retrieved and a new spacer was inserted to l5/6. No patient injury or adverse consequences reported.

Manufacturer narrative:
No product was returned photos were provided confirming alleged incident. The root cause of the event is unknown but is likely the result of excessive off angle forces or space prep difficulties. No additional investigation can be completed. Label review: "warnings, cautions and precautions - correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants." "Based on fatigue testing results, when using the coroent xl interfixated system, the physician/surgeon should consider the levels of implantation." "Information: to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at (B)(4). You may also email: (B)(4)." "Warnings, cautions and precautions: the subject device is intended for use only as indicated. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage." "Compatibility: all implants should be used only with the appropriately designated instrument (reference surgical technique)." "Pre-operative warnings: 5. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Method of use: please refer to the surgical technique for this device." "Handling of the sterile implant: open the packages carefully. Take suitable measures to ensure that the implant does not come into contact with objects that could damage its surfaces. Use only the recommended instruments for implantation of the implants. Damaged implants must not be used." "Information: to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at (B)(4). You may also email: (B)(4). This instructions for use document is intended for the us market only. For ous instructions for use, please refer to document #(B)(4) for non-sterile implants and #(B)(4) for sterile implants..." (B)(4).